Manufacturer narrative:
Eval: results: a visual inspection of the returned prod found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, the work order search and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.

Event description:
The rptr stated, the surgeon was attempting to insert a 13.2mm micl 13.2 implantable collamer lens and one haptic tore as the lens was being ejected. There was no pt contact or injury. Another same type lens was implanted.